Event description:
Patients were treated. The first five patients were fine and no problem. On patient #6, the first eye, all appeared to be normal until the surgeon could smell cornea burning. Upon removal of the handpiece from the patient's eye, the cornea was white colored. The intershield on the handpiece was brown in color and appeared to be burned. Assured to me that only one intershield was on the handpiece at the time of treatment. Currently has the intershield and will send to me for observation. Surgeon was called and the patient's cornea has returned to normal transparency, but the topography and 1 day post visual acuity was poor. The patient now has a bandage contact lens on the eye while the epithelium remodels.